Manufacturer narrative:
A clinical investigation was performed. Per the fmc associated medical director, hernias are a known complication of peritoneal dialysis, more common in continuous ambulatory peritoneal dialysis (capd) than in continuous cycler peritoneal dialysis (ccpd), higher risk exits with the history of polycystic kidney disease. Patient reported pain on the initiation of the filling cycle after the hernia had been surgically repair. There is no evidence of device malfunction which could have caused or contributed to the event of hernia. Pain on filling may be associated with an increase of the intraperitoneal and abdominal wall distention, especially after surgery. This could be ameliorated by increasing the cycle filling time, which depend on dialysis prescription. The actual device was not returned to the manufacturer for evaluation. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were within specifications.

Event description:
The peritoneal dialysis (pd) patient stated that he was experiencing pain during fill of his pd treatment on the liberty cycler on (B)(6) 2013. The patient stated he strained him self which had caused him to have a hernia. The pt's medical records revealed the pt was diagnosed with right inguinal hernia on (B)(6) 2013. The pt had hernia repair surgery.